Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. Images and medical records were not provided for review. One dilator, introducer sheath, and filter were returned. No anomalies were noted to any of the returned devices. Therefore, the investigation was inconclusive for the alleged migration. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens.

Event description:
It was reported that during a jugular deployment of a vena cava filter, after placement of the filter, the filter allegedly migrated caudally, approximately 2 to 4cm. The filter migrated after placing a soft tip wire past the filter to take the final contrast run. Reportedly, the health care provider (hcp) captured and retrieved the filter. Another filter was not placed and the procedure was concluded. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, after placement of the filter, the filter allegedly migrated caudally, approximately 2 to 4 cm. The filter migrated after placing a soft tip wire past the filter to take the final contrast run. Reportedly, the health care provider (hcp) captured and retrieved the filter. Another filter was not placed and the procedure was concluded. There was no reported patient injury.